Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error code and also rejected the batteries. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump received unexplained no delivery alarm. Customer had to rewound insulin pump one to two times per prime. The insulin pump will not be returned for analysis.